Event description:
It was reported that during a da vinci-assisted sacrocolpopexy surgical procedure, the customer stated that the large suturecut needle driver instrument was noted to have broken cable. The procedure was completed with no reported injury. Intuitive surgical (is) obtained the following additional information regarding this event: the instrument has been inspected prior to use but there was no damage or anything out of the ordinary. The surgical task being performed when the issue occurred was a promontofixation. The instrument did not collide with any other instrument or tool during the procedure. There were no issues related to opening/closing of the grips. There were no issues related to left/right (yaw) motion of the grips. There were no issues related to up/down (pitch) motion of the wrist. There were cables visibly protruding from the distal end of the instrument.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large suturecut needle driver instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. As a result of the full break, functional testing for motion related issues cannot be performed. Further inspection found no abnormally sharp or damaged components that could have contributed to the cable breaking. The complaint was confirmed by failure analysis.

Event description:
Refer to h11 for follow-up information.